Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen does not intermittently respond to input. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported "the touch screen intermittently doesn't respond to touch" problem was unable to be duplicated. Touchscreen calibration was performed successfully.